Event description:
Spacelabs received a report that the display unit (du) on the arkon anesthesia machine went blank on a spontaneously breathing patient on (B)(6) 2015. The machine displayed the failed state screen. This was the first case of the day and the machine had passed checkout. No one was injured as the result of this event.

Manufacturer narrative:
Spacelabs has launched an investigation of this event and will file a supplemental report upon completion of the investigation. Placeholder

Manufacturer narrative:
The involved device was repaired by a spacelabs product support specialist (pss). The pss confirmed that the plastic film over the heat transfer pad had not been removed resulting in the failed state display. The device was repaired under warranty, tested per spacelabs arkon technical manual and returned to service having passed all tests. This report is considered final and the issue closed.